Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of two (2) homechoice cassettes. This occurred during initial drain of automated peritoneal dialysis therapy. The hp was connected at the time of the event and noticed the patient line started to fill up with bubbles. The hp tried a second cassette and the same air bubbles was observed. Renal therapy services reviewed the set-up with the hp and discussed continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.